Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent complete heart block, ventricular standstill and asystole with episodes of syncope which required cardio-pulmonary resuscitation and transcutaneous pacing intermittently. An x-ray confirmed that the right ventricular (rv) lead dislodged. In addition, the lead had unstable thresholds and intermittent capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.